Event description:
This report is to advice of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 45.5cm was returned for analysis. External insulation abrasion was noted at 39.9-40.3cm and 41.2-41.5cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 10.7-10.9cm from the distal tip. The etfe coating was intact at these locations.